Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Reference internal complaint: (B)(4).

Event description:
This report pertains to the second of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report #1222780-2018-00182. It was reported that during a novasure endometrial ablation procedure the physician was failing cavity integrity assessment and called for assistance. As reported, a second device was opened and a second radio frequency controller was obtained. The physician looked back inside the uterus and stated it was difficult to see, but could not see perforation. A surgical applications specialist provided trouble shooting instructions without success. The procedure was aborted and it was noted that a perforation was suspected. No additional information was provided.